Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's platelet reactivity unit (pru) level was normal. The aneurysm location and angiographic result post procedure were reported as internal carotid artery ophthalmic artery segment aneurysm. The delivery and deployment process went smoothly, and after stent deployment was completed, the operator advanced the microcatheter to retrieve the push rod through the stent. When retracting the small wings, they became stuck at the tip of the microcatheter. Maintaining tension, the operator withdrew it into the microcatheter and then retrieved the push rod, noticing that the distal guidewire did not move at the microcatheter tip. The operator immediately removed the entire microcatheter and found that the small wings and the distal portion of the guidewire had fractured. The operator suspected that the pushwire/tip coil break issue may be related to an insecure welding point and high tension during the retrieval of the small wing; however, the exact cause remains unknown. The resistance during retrieval occurred when the small wing could not be retracted into the microcatheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the marksman catheter observed.

Manufacturer narrative:
Continuation of d10: marksman microcatheter, product ID fa-55150-1030 (lot: 229237825).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent pushwire was damaged; the tip coil broke and detached. The broken segment of the pushwire was removed from the patient with the marksman microcatheter. The pipeline was removed from the patient. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, aneurysm with a max diameter of 7 mm and a 5 mm neck diameter. The landing zone arterial diameter was 3.6 mm distally and 4.1 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Moderate friction or difficulty was encountered during retrieval. The pipeline was used for an approved indication (on-label).

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was no friction or difficulty during delivery or positioning.